Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 224 mg/dl. Customer stated there was still a little bit of insulin in reservoir. Customer reported the reservoir is empty. The customer was advised to change the reservoir. Customer change out set then got a motor error. The customer reported via phone call that the insulin pump alarm motor error. Customer's blood glucose was 488 mg/dl. After the troubleshooting was done, pump is working as designed. Customer was advised to monitor pump. The customer reported via phone call that they had no delivery alarm during manual prime. Customer's blood glucose at time of incident was 488 mg/dl. The customer reported the alarm was resolved by complete set change. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 488 mg/dl. The customer was treated with manual injections.